Event description:
Per the clinic, the internal magnet of the implanted device had dislocated and the patient developed a seroma at the magnet site. There are plans to replace the internal magnet; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.